Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported conditions were confirmed. An assessment was performed on the device which found that the protective footplate had been drilled into. It was observed that the cutter, attachment, and drill were assembled improperly. The assignable root cause was determined to be due to a failure to follow instructions for use, which is misuse, abuse and/or error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine maintenance, it was observed that the tip of the craniotome device was bent and the device was smoking. There was no patient involvement reported. There were no reported of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.